Event description:
During a fitting session held in november 2004,4 channels appeared with a high impedance. The hosp decided to study the evolution of the impedances over a period of time. However the situation did not improve and testing carried out in february 2005, there were only 4 channels functional and they were not stable. The hosp decided to report the event to med-el. It appears that the active electrodes array has suffered stress.